Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This report is being filed as a voluntary distributor report. The sales representative reported on behalf of the customer that the sb534 device was used during a robotic cholecystectomy on (B)(6) 2021 when it was reported "sb534 was utilized in a robotic cholecystectomy to remove the gallbladder. While the device was in the abdominal cavity, the bag fell apart. Provider collected the pieces of the bag from patient's cavity after the failure. The device was secured and put in a bio bag to be sent in for examination. The black plastic tips that are located on the jaws of the introducer have been reported as missing, and the whereabouts are unknown. No patient injury was reported." The procedure was reported as being completed with no injury, medical intervention, or hospitalization to the patient. Further assessment questioning was requested; however, the reporter has not responded to date. To conmed's knowledge the "black tips" of the device have not been accounted for to date. This report is being raised on the basis of injury due to the unknown whereabouts of the "black tips".